Manufacturer narrative:
On (B)(6) 2016, an isi field service engineer (fse) performed a field evaluation at the site. The fse resolved the system error code 23013 and 23008 issues by replacing the left master tool manipulator (mtml). The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The mtm was returned to isi and evaluated. Failure analysis was able to reproduce the system error code 23008. The axis 6 bevel gear was replaced as a fix. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. Multiple system error codes 23013 and 23008 were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: at the beginning of the planned da vinci-assisted procedure, the surgical staff encountered system error codes 23013 and 23008. While troubleshooting the alleged system issues, the surgeon made the decision to abort the planned surgical procedure since the patient's medical status/condition was getting worse. However, based on the information provided, there is no indication that a serious patient injury occurred. The customer reported complaint does not itself constitute a MDR reportable event; however, if the reported malfunction were to recur it could cause or contribute to an adverse event.

Event description:
On (B)(6) 2016, it was initially reported that prior to starting a da vinci-assisted hysterectomy procedure, the surgical staff encountered system error codes 23013 an 23008. A system error code 23013 occurs when the pot and encoder are not tracking each other properly. A system error code 23008 occurs when the pot and encoder are not in agreement on the position of the arm. While the surgical staff attempted to troubleshoot the system issue, the patient's medical status/condition reportedly got worse. Details regarding the patient's medical status/condition prior to starting the surgical procedure and when the event occurred are unknown. Due to the patient's medical status/condition, the surgeon made the decision to abort the planned da vinci-assisted hysterectomy procedure. It is unclear if the issues with the da vinci surgical system were a contributing factor to the surgeon's decision to abort the surgical procedure. On (B)(6) 2016, isi received the following information regarding the reported event: at the time the system error codes occurred, the patient had already been given anesthesia and was docked to the patient side cart (psc). On the contrary, it had been initially and incorrectly reported on (B)(6) 2016 that the system issues occurred prior to the start of the planned surgical procedure. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the surgeon. The surgeon confirmed that the issues with the da vinci surgical system occurred before he had begun the surgical procedure.